Event description:
Terumo received the following reported information: after the diagnostic heart cath, the tr band was placed and the balloons were inflated. Hemostasis was achieved, the patient was taken to recovery, and the band was still inflated. The nurse went back to check and the band was deflated. There was no bleeding/blood loss, hematoma, or patient issues. The device was not manipulated before use in any way, pre-use or during storage. The product was stored prior to use, in the box it comes in.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.